Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, a cracked reservoir tube lip and a cracked case near the display window corners were noted during the visual inspection.

Event description:
Customer reported he had a low blood glucose event in which the paramedics were contacted. Blood glucose value was 20 mg/dl. Customer accidentally gave himself a bolus by pressing the buttons to turn the alarms off. Customer was not taken to the hospital. Nothing further reported.